Event description:
We received a report regarding a female pt how experienced acanthamoeba keratitis in the left eye while including complete in her lens care regimen. The report indicates the pt initially experienced redness and pain in her left eye beginning in (B)(6) 2010. She saw various health care providers, received extensive (unspecified) treatment, and on (B)(6) 2011 underwent a left corneal transplant. The report indicates that the pathology exam of the cornea confirmed the infection to be acanthamoeba keratitis. The report states she has sustained permanent injury and loss of vision to her left eye.

Manufacturer narrative:
Lot number of solution used by pt is unk. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. At the date of this report, all info that is available has been submitted, should any additional info become available, a supplemental report will be submitted.